Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, the infusion set's tubing broke off the inserter while he was rolling around in his sleep. His blood glucose level was reported to be 240 mg/dl at the time of this event. The patient did not notice any damage when the package was first opened. No further information was available.